Manufacturer narrative:
A software investigation was completed, although it was inconclusive since the system log files were not provided. No system parts were replaced or returned, so no further investigation is possible. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system pendant became unresponsive. It was reported that the imaging system was used successfully for an initial spin in the case but, when attempting to take a final confirmation spin, the pendant buttons were unresponsive. It was possible to switch between 2d and 3d mode using the mobile view station (mvs), but nothing could be done with the pendant. The use of the imaging system was discontinued because of this issue. The system was rebooted in the hallway, and the issue was resolved. The procedure was completed successfully using a c-arm after no delay. The patient was not impacted.